Manufacturer narrative:
Biotene dry mouth rinse is manufactured in (B)(4) the united states. The lot number for this product is available (lot number 1e10c1). It is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (pt's husband) and described the occurrence of rectal bleeding in a (B)(6) female pt who received glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth oral rinse) mouthwash over a period of six months for dental care. A physician or other health care professional has not verified this report. On an unknown date, approximately six months ago, the pt started glucose oxidase + lactoperoxidase + lysozyme (dental) once at night. At an unknown time after starting glucose oxidase + lactoperoxidase + lysozyme, approximately one month ago, the pt experienced rectal bleeding and accidental ingestion. This case was assessed as medically serious by gsk. Treatment with glucose oxidase + lactoperoxidase + lysozyme was continued. At the time of reporting, the events were unresolved. The reporter declined to provide contact information. Consumer's husband reported that his wife was using biotene dry mouth oral rinse, since six months prior to report date. She uses it once at night. Approximately a month prior to report date, she started swallowing the product instead of spitting it out. The rectal bleeding started around the same time, and her husband is not sure, if biotene is causing it. He indicated that his wife was taken to the emergency room, and they were able to take care of the bleeding, but the bleeding started again after a few days. He did not wish to provide any additional information. So, the amount of bleeding she experienced and if she was hospitalized is unknown.